Event description:
The field engineer reported that during fluoroscopy, the kv would go to maximum value and no image was on monitor. This resulted in a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The high voltage cable was replaced. The system was then found to be operating as intended.